Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I free t4 for two patients that were not reported out of the laboratory. The following results were provided (reference range was 9.01-19.05pmol/l): sid: (B)(6), initial free t4 result= 46.33 pmol/l; repeat result= 17.52 pmol/l. Sid: (B)(6), initial free t4 result= 37.34 pmol/l; repeat result= 14.02 pmol/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity I free t4 for two patients that were not reported out of the laboratory. The following results were provided (reference range was 9.01-19.05pmol/l): sid (B)(6), initial free t4 result= 46.33 pmol/l; repeat result= 17.52 pmol/l, sid (B)(6), initial free t4 result= 37.34 pmol/l; repeat result= 14.02 pmol/l. Update, additional patient results were provided on (B)(6) 2025. Sid (B)(6), initial ft4 result >64.35 pmol/l; repeat result= 9.69 pmol/l. Update, additional patient results were provided on (B)(6) 2025. On (B)(6) 2025, sid (B)(6), initial ft4 result >64.35 pmol/l; repeat result= 13.08 pmol/l. Update, additional patient results were provided on (B)(6) 2025. On (B)(6) 2025, sid (B)(6), initial ft4 result= 23.83 pmol/l; repeat result= 16.26 pmol/l, (B)(6) 2025, sid (B)(6), initial ft4 result= 24.49 pmol/l; repeat result= 13.76 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 68517ud06. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints for list number 07p70, however, an increase in complaint activity for lot 68517ud06 was not identified. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68517ud06 was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 for two patients that were not reported out of the laboratory. The following results were provided (reference range was 9.01-19.05pmol/l): sid (B)(6), initial free t4 result= 46.33 pmol/l; repeat result= 17.52 pmol/l, sid (B)(6), initial free t4 result= 37.34 pmol/l; repeat result= 14.02 pmol/l. Update, additional patient results were provided on (B)(6) 2025. Sid (B)(6), initial ft4 result >64.35 pmol/l; repeat result= 9.69 pmol/l. Update, additional patient results were provided on (B)(6) 2025. On (B)(6) 2025, sid (B)(6), initial ft4 result >64.35 pmol/l; repeat result= 13.08 pmol/l . Update, additional patient results were provided on (B)(6) 2025. On (B)(6) 2025, sid (B)(6), initial ft4 result= 23.83 pmol/l; repeat result= 16.26 pmol/l. On (B)(6) 2025, sid (B)(6), initial ft4 result= 24.49 pmol/l; repeat result= 13.76 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Update for section a1 - patient identifier: (B)(6). Update to section b5 - describe event or problem to include additional patients update to section d3 - email update to section g1 - mfg site email. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.